Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that during use the cannula was clogged with a bd a-line¿. This occurred on 20 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from portuguese to english: nurse reports clogged syringes in the unit and increase in recollects. Due to the pandemic, the institution opted to place gasometers inside the icus for the team's manipulation. What may have contributed to this scenario.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported that during use the cannula was clogged with a bd a-line¿. This occurred on 20 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from portuguese to english: nurse reports clogged syringes in the unit and increase in recollects. Due to the pandemic, the institution opted to place gasometers inside the icus for the team's manipulation. What may have contributed to this scenario.